Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included chest pain, uterine cervical pain and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids") and experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nerve injury ("suffered nerve damage during my hysterectomy"). On an unknown date, the patient experienced allergy to metals ("ever sice I was child, I developed rashes on my skin if I wore silver jewellery"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals and nerve injury outcome was unknown and the vaginal haemorrhage, menorrhagia, uterine leiomyoma, endometriosis and dysmenorrhoea had resolved. The reporter considered allergy to metals, dysmenorrhoea, endometriosis, menorrhagia, nerve injury, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils seen each side. Most recent follow-up information incorporated above includes: on 3-nov-2020: pfs and mr received : previously reported event "injury nos" updated to "pelvic pain", events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), ever sice I was child, I developed rashes on my skin if I wore silver jewellery, fibroids, endometriosis, dysmenorrhea (cramping), suffered nerve damage during my hysterectomy, did you undergo an essure confirmation test", reporter, medical history, lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B30421) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test". The patient's medical history included chest pain, uterine cervical pain and perineal pain. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient was found to have uterine leiomyoma ("fibroids") and experienced endometriosis ("endometriosis"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2018, the patient experienced nerve injury ("suffered nerve damage during my hysterectomy"). On an unknown date, the patient experienced allergy to metals ("ever since I was child, I developed rashes on my skin if I wore silver jewellery"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, allergy to metals and nerve injury outcome was unknown and the vaginal haemorrhage, menorrhagia, uterine leiomyoma, endometriosis and dysmenorrhoea had resolved. The reporter considered allergy to metals, dysmenorrhoea, endometriosis, menorrhagia, nerve injury, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: 2 coils seen each side. Lot number: b30421, manufacturing date: 2013/05, expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.